Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after caller attempted to load a new cartridge using proper loading steps, preventing successful resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place current pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.